Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse replaced the waste pump and 3-way waste and cleaner valve (lv18) to resolve the reported issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 50ml from the baths on a coulter ac·t diff 2 analyzer while running a sample. The instrument locked up and the customer observed a fatal error message indicating count vacuum failure. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.